Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery and ac led's on the heartstart xl were not working, but the device was otherwise working properly. There was no report of pt involvement.